Event description:
It is alleged that two spatula blades fell out of the scalpel/electrocautery and into a pt during a case. It was reported that both blades were retrieved with no adverse effects to the pt.